Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that an interlink extension set with 0.22 micron filter's tubing was separated from the bottom of the filter. The separation was identified before use, when the user was taking the set out of the packaging. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device determined that there was a separation between the 3-inch tubing and the filter tubing port on the distal side of the filter. The root cause of this condition was determined to be a manufacturing deficiency. Retraining was performed for the personnel working with this product.